Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2014 with the following findings: the pump would not power on with the returned battery cap and there was no audible tone, no vibration and a blank display. The pump powered on with a test battery cap that was used for 24 hours with no reboot, loss of power or call service alarms duplicated. The returned battery cap did not measure within contact width specifications but was within specifications for contact height. A battery compartment crack was observed below the grip pad. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Multiple unexplainable power reset events were observed in the black box on 03/26/2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that there was no power to the pump, no audible tones or vibrations and the issue was not resolved with a battery change. Reportedly, there was no damage to the battery cap or compartment and the battery cap was secure to where the yellow o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.